Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. After completing t/s for occlusion customer attempted to reload original cartridge and during fill tubing cartridge alarm occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.